Event description:
It was reported that 500ml of oxytocin had infused in 1 hour and 40 minutes instead of the ordered rate of 100ml/hr, however the pump showed that only 166ml had infused. The rn checked the pump and stated that the programming and lines being labelled were correct. Per epic order, the infusion was oxytocin in saline (pitocin) 30 units/500 ml (60 milli-units/ml). In a new bag, 100 milli-units/min: 100 ml/hr: intravenous hung (B)(6) 2025 1528 and rn dual sign off documented. There was patient involvement but no harm. The customer also noted that lr was running at 125ml/hr and that oxytocin was programmed using interoperability.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported discrepancy could not be confirmed based on the log review or replicated during the laboratory testing. The suspect pump module was observed working as intended. The performed one-hour laboratory timed rate accuracy testing observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Rtae accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performed testing for infusion pumps. The external and internal inspections were performed on the suspect device, and the upper platen button was found broken and fluid ingress was observed at the bottom of the door. In addition, internal inspection observed fluid ingress was observed on the iui connectors area, and corrosion was observed on the top and bottom surfaces. This is noted as incidental and it¿s not related to the issue reported. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025, at 3:28 pm. A remote IV message was received with the following information: infusion type: im continuous, drug ID: 1108, drug amount: 30 units, diluent volume: 500 ml, concentration: 60 milliunits/ ml, dose: 100 milliunits/minute, rate: 100 ml/h, volume to be infused (vtbi): 500 ml. Infusion started with a primary volume infused (pvi): 0.0 ml. At 5:08 pm pump alarmed air in line for fourteen (14) seconds, then infusion was restarted with a pvi of 166.666 ml. But the unit was channeled off, capturing a final pvi of 166.66 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation. Alaris system user manual (v 12.1) states the proper the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. In addition, the drug calculation feature is to be used only by personnel properly trained in the administration of continuously infused medications. Extreme caution should be exercised to ensure the correct entry of the drug calculation infusion parameters. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported rate discrepancy was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a2305, g0405203, c07, d15, a1801, c0601, g02017, d0302, a040502, g04037, c23, d11, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 500ml of oxytocin had infused in 1 hour and 40 minutes instead of the ordered rate of 100ml/hr, however the pump showed that only 166ml had infused. The rn checked the pump and stated that the programming and lines being labelled were correct. Per epic order, the infusion was oxytocin in saline (pitocin) 30 units/500 ml (60 milli-units/ml). In a new bag, 100 milli-units/min: 100 ml/hr: intravenous hung (B)(6) 2025 1528 and rn dual sign off documented. There was patient involvement but no harm. The customer also noted that lr was running at 125ml/hr and that oxytocin was programmed using interoperability.